Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that all buttons were unresponsive. Customer's blood glucose was 83 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The arrow buttons were unresponsive due to flattened button dome switches. No weak battery alarm could be verified due to the keypad anomaly. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.